Manufacturer narrative:
(B)(4).

Event description:
Reporter indicated high lead impedance was obtained with the new vns generator and resident lead at a generator replacement surgery on (B)(6) 2011. The previous generator was at end of service and was unable to be interrogated prior to the (B)(6) 2011 generator replacement surgery. Multiple lead pin reinsertions did not resolve the high lead impedance, and a lead fracture was suspected. The lead was later replaced on (B)(6) 2011. Attempts for further information and return of the explanted lead are in progress.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the high lead impedance was not observed prior to the (B)(6) 2011, vns generator replacement surgery. The patient had no known trauma and did not manipulate the vns. X-rays were not performed. The explanted vns lead was returned for analysis. During the visual analysis the connector pin quadfilar coil appeared to be broken approximately 3 mm and 8 mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as being mechanically damaged which prevented identification of the coil fracture type and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. During the visual analysis the connector pin quadfilar coil appeared to be broken approximately 28 mm and the connector ring quadfilar coil at approximately 24 mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. The electrode array was not returned.